Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. System check was performed by tandem technical support and no issues were identified. Customer attempted changing the pump supplies to resolve the issue. Ultimately, the customer continued to use the pump for insulin therapy.